Event description:
During the installation of the iabp by the company service representative the iabp failed the "leak test". No patient was involved.

Manufacturer narrative:
The device record (DHR) for the iabp involved in the event was reviewed./ there were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and replaced the pneumatic interface module assembly (part # 0997-00-0582). Performed calibrations checks, functional tests and safety checks to meet factory specifications. The unit was released to the customer. The part replaced is being sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).